Event description:
It was reported that noise was noted on the ventricular channel via merlin.net. The patient will be monitored with routine follow.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that a merlin.net transmission showed non-sustained rv oversensing and non-sustained rv lead noise episodes. Myopotential was suspected. The patient presented to the emergency room. Programming changes were made.